Manufacturer narrative:
Additional information: h6 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of interlink system non-dehp t-connector extension sets "easily disconnect" from the patient's angiocath in neonatal patients. The events occurred during an unknown process step when connected to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.